Event description:
It was reported that a large volume infusor completed the infusion 7.5 hours earlier than expected infusion time of 48 hours. This was observed during patient infusion. The device was filled with fluorouracil in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H4: the lot was manufactured between march 27-28, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.